Event description:
Correction: the correct brand name is ba400 abutment 10mm in d1, with model and catalog number 93335 in d4; not bia400 implant 4mm w abutment 10mm with model and catalog number 93331 as previously reported in initial report submitted on november 03, 2025. Per the clinic, the abutment was removed on (B)(6) 2025. The patient was also treated with topical antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced an infection at abutment site. Additional information has been requested but it has not been made available as of the date of this report.